Event description:
It was reported that data error and reset error alarms persisted after the battery cap was replaced. The customer was asked to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed a21 error test. No unexpected a17, a21 or battery out limit alarms during our testing. However, the insulin pump was received with minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had multiple battery out limits. Blood glucose level at the time of the incident was not provided. The customer was sent a replacement battery cap. The insulin pump was not replaced or returned for analysis.